Event description:
Laparoscopic enseal was opened to field. Device was plugged into machine and tested. Test worked well. Upon trying to use the device, the machine stated error and that the enseal needed to be replaced. The machine was turned off and restarted with the same results. No harm to pt. Surgeon used a laparoscopic harmonic device instead with the same machine and this worked without any issue. FDA safety report ID# (B)(4).